Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's daughter reported via phone call that customer had experienced a high blood glucose of 400 mg/dl - 500 mg/dl. Customer treated with insulin pump. The customer¿s blood glucose was unknown mg/dl at the time of incident. Customer's daughter stated that the insulin pump buttons kept on scrolling. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer's daughter declined troubleshooting on high blood glucose event due to insulin pump has been malfunctioning. Customer change his sites and was doing ok for a while. The customer's daughter was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm and frozen screen during testing. No ramping numbers noted on the display. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was monitored and tested with no unexpected battery out limit alarm noted. Pump received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted.